Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18518. It was reported that the patient experienced symptomatic bradycardia and presented in the hospital. Upon interrogation, the right ventricular (rv) lead and left ventricular (lv) lead exhibited low pacing impedance and were clearly not capturing. The rv and lv leads were capped and replaced on (B)(6) 2019. The patient was fine prior, during, and post procedure.